Event description:
The customer reported observation of an erroneously elevated high-sensitivity troponin I (tnih) patient sample result when processed on an atellica im 1300 analyzer (s/n: (B)(6)). An initial elevated (above assay range) result was obtained for the patient in question. The sample was diluted and retested, yielding a substantially elevated result. This diluted result was reported to the physician and was not questioned. The patient was subsequently redrawn twice, and testing of the new samples on the original analyzer produced lower, normal results, which were reported to the physician(s). On the following day, the original patient sample was retested on the analyzer which produced a similarly lower result. The lower result was considered correct; however, no corrected report was issued to the physician. The lower result was considered correct; however, no corrected report was issued to the physician. The customer stated that the affected patient was admitted for 24-hour observation. There were no allegations of patient harm or of changes in treatment, delays in diagnosis, or delays in treatment associated with the reported result discordance.

Manufacturer narrative:
A customer from the united states reported observation of an erroneously elevated high-sensitivity troponin I (tnih) patient sample result when processed on an atellica im 1300 analyzer. Siemens evaluated the instrument data, the information provided by the customer, and the instrument performance, which included the siemens customer service engineer (cse) total service visit. Reagent issues were ruled out based on review of qc which showed recovery within acceptable ranges and no issues were reported with other patient samples. The sample and reagent trace files were reviewed which showed no evidence of hardware issues affecting tnih reagent delivery. During the service visit, the cse tightened all wash manifold fittings, resecured the gang fitting retainers, and observed bubbles during w1 priming. The cse flushed from system wash manifold. The wash manifold was flushed, and inspection identified an out-of-range, unstable secondary vacuum. The secondary vacuum was replaced and adjusted to specification. Following the routine troubleshooting intervention, quality control (qc), tnih precision testing, and patient results recovered acceptably. Based on the available information, the cause of the discordant elevated result was unable to be determined. The instrument is performing according to specifications, and no further evaluation is required.